Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that insulin is squirting out during the manual prime process on his insulin pump. He stated that during priming, the piston continues to move after touching the reservoir, squirting out insulin. Customer's blood glucose is 78 mg/dl. He has been using manual injections. During the call, it was found that customer was using an older model insulin pump. Customer was transferred to a special tech for troubleshooting. Nothing further reported.